Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number (B)(6); product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {l-evolutfx-34}; product lot/serial number (B)(6); product type: {compression loading system (cls)}; implant date {na}; explant date {na} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, bradycardia was identified and treated with a temporary pacemaker. Subsequently, diagnostic tests were performed and the transvenous temporary pacemaker remained in place for one additional day. Prolonged hospitalization was required and the event resolved two days following onset. Per the physician, the event was probably related to the valve implant procedure and was not related to any of the devices.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number (B)(6); product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {l-evolutfx-34}; product lot/serial number (B)(6); product type: {compression loading system (cls)}; implant date {na}; explant date {na} updated data: d10 corrected data: d6a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.